Event description:
The customer reported the unit alarmed and went vent inop. The customer reported the unit was in use on a patient, and there was no patient harm. The manufacturer's service technician verified the ventilator alarmed vent inop on power up of the ventilator only. Review of the ventilator diagnostic code history revealed the ventilator's backup battery had depleted during use and there was a restart of the ventilator. During service of the unit, the manufacturer's service technician observed a non-approved power cord connected for use on the ventilator a respiratory care staff member confirmed that the power cord approved and provided for use on the ventilator by the manufacturer had been damaged at the ac plug end and replaced with the non-approved power cord. During use on a patient at a later date, the ventilator reportedly shut down while in use on a patient. The ventilator was in use in ICU plugged into an emergency outlet with ancillary equipment including IV pumps and physiological monitor. The manufacturer's service technician removed the non-approved power cord from the ventilator and observed that the power cord dimensions did not comply with manufacturer's required specifications for use. The service technician replaced the non-approved power cord with a proper power cord to correct the finding. Performance verification testing and applicable final testing of the unit was completed and all tests passed to operating specifications. This event is being reported due to user error and improper maintenance and usage of the ventilator as specified per the operators and service manuals.